Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that patient had difficulty charging. It was determined through fluoroscopic back evaluation that patient's ipg had flipped 90 degrees in the subcutaneous pocket. Patient will undergo a revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that patient had difficulty charging. It was determined through fluoroscopic back evaluation that patient's ipg had flipped 90 degrees in the subcutaneous pocket. Patient will undergo a revision procedure.